Event description:
Customer reportedly received result of 295 mg/dl on advantage sys 1 and 117 mg/dl on advantage sys 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in sys 1 (lot number 550060, exp date 03/31/2009). Reference medwatch report with pt is for the suspect device used in sys 2.